Event description:
We received a report that following the implantation of a tecnis toric zct150 +22.5 intraocular lens (iol), the surgeon noted the iol had rotated 20 degrees. The patient was taken back to the operating room to reposition the lens the same day but in a secondary procedure.

Manufacturer narrative:
Device remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. Device history records show that the production order was produced without non-conformances or deviations. There were no process and / or material changes. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. No other complaints from the production order have been received. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.